Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information requested: were any noises heard such as "whistling" or "hissing"? If so, did the "noise" prevent insufflation? Please describe the noise. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? Were you able to identify where the leak was coming from? What device was being inserted? Was any torque being applied to the trocar or device? The analysis results found that the devices (a, b and c) were returned in good condition. Upon evaluation of the devices, the duckbill was found to be slightly open at the slit. A leak test was performed and the devices were noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, three ports were leaking badly throughout the duration of the case when each instrument was removed. In order to manage the problem during the procedure they left the instruments in the ports and had assistants put fingers in to prevent air from escaping. There were no adverse consequences for the patient.